Event description:
It was reported the patient's blood glucose (bg) level rose to 22.3 mmol/l (401.4 mg/dl) while wearing the pod between 1 and 4 hours. The patient took a shower and noticed their blood bg levels rising. Patient checked the viewing window and noticed the cannula dislodged from the infusion site (leg), 2.5 units of insulin was injected for treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.